Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the intraocular lens was cracked. The cracked lens was noticed following insertion of the lens in the eye. The iol was replaced with a back-up lens. There was no patient harm.